Event description:
1 suspected false positive sars result for 1 patient. Unknown if the patient was symptomatic or not. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.